Manufacturer narrative:
A request was made for product return. The explanted device was returned for evaluation and archival. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a patient infection. No further adverse patient effects were reported.